Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported a pressure sore in their mid-back. To enable healing, their scs system was explanted. The patient reported the pressure sore was impacting their ability to charge their scs system but was receiving adequate therapy. The physician deemed the pressure sore to be unrelated to scs.

Manufacturer narrative:
The explanted evoke spinal cord stimulation (scs) system was not returned to saluda. It had been reported that the scs system was functioning as expected, when it was being used by the patient.